Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 54 mg/dl. The customer was treated with food intake and had symptoms of fatigue, and sweating. Troubleshooting was performed and found that the customer was using the pump within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.